Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A balance chamber pressure alarm occurred during a routine hemodialysis treatment due to a kinked therapy fluid inlet line, which could not be resolved by the operator. Treatment was ended without performing rinseback due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss event is attributed to the operator not completing rinseback in a timely manner as directed in the user's guide following an unrecoverable alarm. The alarm was attributed to a kink in the therapy inlet line which restricted dialysate flow. The cycler alarmed appropriately. The cartridge was not returned as requested. The exact cause of the kink is not known, however, the system did pass a prime and alarm test prior to initiating treatment, indicating that fluid was flowing properly at the time. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.